Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. It was reported that the tip of the clip detached. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was detached.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during a gastroscopy in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during a gastroscopy in the esophagus. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and without the over sheath. Microscopic examination was performed, and it was found that the device has evidence of premature deployment and bushing has hits. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip premature deployment was confirmed. This conclusion was selected because the device returned without the clip assembly, after performing a visual/microscope inspection it was noticed that the control wire did have the yoke attached to it, clear evidence of a premature deployment. This could be caused due to operational factors during the procedure such as trying to open the clip once it was already activated. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. It was reported that the tip of the clip detached. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the device. The photo shows that the whole clip assembly was detached.